Event description:
It was reported that the endoeye flex 3d deflectable videoscope 3d could not be adjusted. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure could not be reproduced. The root cause could not be determined. It is likely that the imaging unit is damaged, causing abnormalities in 3d images. It is possible that dust or moisture adhering to the electrical contacts of the video system center and scope connector caused a temporary communication failure, or that a sudden over current such as static electricity had an effect. Overcurrent may occur when the scope connector is connected or disconnected while the system power is turned on, due to leakage current from other devices or electrical wiring, or due to dust or moisture adhering to the electrical contacts of the video system center and scope connector. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.